Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue via tfs defect 560467. The root cause was found to be stack damage by user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the catheter was being used for visualization during an atrial fibrillation (afib) ablation procedure. The patient was already under anesthesia with the catheter already inserted. During the intra-procedure, the catheter displayed a poor image. The user replaced the cables but the issue remained. After the user replaced the catheter, the afib procedure was able to be completed. There was no loss of data and there was no patient adverse event reported. No additional information was provided.